Event description:
A physician called to discuss comments made by one of his pts. A pt with a history of cancer stated that t-cell count was not good. Pt had recently had silicone oil injected in lips. Pt thought the results of their t-cell count may be associated with this injection and wanted to know if this was possible. Any possible association between the t-cell count and use of this product is not known. This product is not approved nor have studies been conducted for dermatological use. The above info was provided to the reporting physician and additional event data was requested.